Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported. This lead will not be returned for analysis.